Event description:
It was reported that the patient presented in clinic for initial implant procedure. During the procedure, the right ventricular (rv) lead exhibited unsatisfied unspecified parameters. After multiple repositioning, the rv lead helix exhibited failure to retract. As a resolution, the rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.

Event description:
New information received notes that the right-ventricular (rv) lead exhibited high capture threshold and poor sensing.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed and unspecified sensing issue and unacceptable capture threshold were not confirmed. A full lead was returned in one piece for analysis. X-ray examination found the inner coil was over torqued consistent with procedural damage. Electrical testing was normal and destructive analysis found specification within normal measures. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue and over torqued of the inner coil.